Event description:
It was reported that the patient experienced heating at the implantable neurostimulator (ins) pocket site. The heating increased when stimulation was on and subsided when stimulation was turned off. The issue had been present since implant. The patient was receiving effective therapeutic effect, but the burning sensation they experienced was unpleasant. The patient was scheduled to meet with the health care professional on 2015-(B)(6) to investigate further and troubleshoot.

Event description:
Additional information was received which reported that no additional troubleshooting had been performed since the initial report and the cause of the issue had not been determined. However, the heating had reportedly decreased. The patient was ¿very happy¿ with the therapy and considered the heating problem ¿minor¿. An appointment had been scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4)